Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and found a cut piece of tubing in valve (which function is to control rbc bath drain. Blood, isoton and controls pass through it). Fse replaced the tubing and verified operation and controls. The root cause for this event was attributed to the cut tubing. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak under the coulter lh780 hematology analyzer. Per customer, the leak appeared to be waste material and possibly contained blood. The customer did not know the source of the leak. Bec cts (customer technical support) recommended the use of personal protective equipment (ppe) before troubleshooting and clean up. The customer stated she was the only one working with the instrument and has had no exposure to the leak. She cleaned up using her lab protocol. There was no affect to patient care or results and use of the instrument was discontinued and instrument was set up for service.